Event description:
Revision surgery - due to dislocation of joint.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 7 days of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material reports (ncmrs) associated with this product. Ncmr (B)(4) showed (B)(4) parts (part number: 508-00-032) that needed to be repackaged due to a sealer being operated without the nitrogen turned on. Ncmr (B)(4) showed (B)(4) parts (part number: 508-00-001) written up for a documentation error and engineering change order (B)(4) was taken out to correct the inspection sheet (is). The root cause for the patients dislocation could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.